Manufacturer narrative:
Event date: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was pinching, hurting, and burning them when they sat or laid for too long. This had been happening for a couple of months and was getting worse. The caller had not tried to turn the therapy off to see if there was an impact. The caller reported that it didn't feel like it was from the stimulation, but that it was from "the machine". The caller also reported no falls or trauma, but they did gain weight, "but not in that area". The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included the caller reports that last year, a pain doctor performed a procedure that burnt some nerves and they felt like they were burning in that area for 3-4 days. The caller reported that they told the healthcare provider that they could not do that procedure again on that side of the body.